Event description:
It was reported that the atrial lead impedance had measured a single drop to less than 200ohms. The lead remains in use with no interventions performed. The patient will be closely monitored. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Data downloaded from the device was reviewed. The atrial lead impedance dropped to 190 ohms week ending (B)(6) 2012, rebounded to previous level (approx 450-500 ohms), dropping again to 190 weeks ending (B)(6) 2012. Atrial lead impedance warning (B)(6) 2012. Slight elevation of capture threshold weeks ending (B)(6), from maxacm of .875v to 1v; still acceptable values.